Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 22-26mm in diameter and 20mm in length. The aortic neck angulation was 32.1degrees and 20 percent calcium of 4mm thickness was present at the seal zone. It was reported that a six month follow up CT scan performed revealed occlusion of the stent graft. The physician performed a thrombectomy however, the patient still had claudication. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of pre-implant cta¿s revealed that the patient had a 6cm maximum diameter infrarenal aaa which contained thrombus. The proximal neck diameter below the lowest left renal artery was 24 x 25mm. The neck contained calcification and was angulated 30 degree l-r <(>&<)> a-p. The distal aorta was 14 x 19mm and calcified. The common iliac arteries were non-tortuous but extensively calcified. The diameter of the right common iliac ranged from 13 ¿ 11mm and the diameter of the left common iliac ranged from 10 ¿ 12mm. A stent was seen placed into the left femoral. Review of CT¿s 4 days post-implant reveled that an endurant stent graft system was implanted in the patient. The bifurcate was positioned <(> <<)>5mm below the lowest left renal. The bifurcate proximal od measured 26mm, and 1cm lower measured 29mm. Both limbs were patent. The ipsilateral limb was placed on the right side and extended into the right common iliac artery. A stent was seen placed within the right limb across the distal aorta. The minimum right limb ID measured 6mm within the stented portion of the ipsilateral limb. The contralateral limb and contralateral extension were placed into the left common iliac artery. The minimum left limb ID measured 6mm within the proximal portion of the left iliac limb. No stent graft kinks or noticeable compression was observed. The maximum diameter aaa measured 6cm and contrast was seen outside the stent graft within the proximal neck. This appeared most likely to be a proximal type I endoleak or a type IV and no other stent graft issues were observed. The cause of the reported occlusion could not be determined. Images from this event were not available and the occlusion could not be assessed. It is possible that this may also have been caused by a patient condition: poor distal runoff, small and calcified distal aorta, an unknown coagulopathy that is now presenting, or a previous history of pad. Pre-implant films noted a stent placed within the left femoral, and a stent was also seen within the distal aorta of the ipsilateral limb.